Event description:
Pt inquired as to why his battery was going down so quickly; (B)(6) 2019 12.5 years, (B)(6) 2019 13 years; (B)(6) 2019 11 years; (B)(6) 2019 10 years; (B)(6) 2020 7.5 years; (B)(6) 2020 6.5 years. Sent data "dump" to boston scientific, results are early battery depletion. Replace pacemaker within 90 days.